Event description:
It was reported that the patient had an allergic reaction and had difficulty breathing. The sensor was inserted into the abdomen on (B)(6) 2021. The patient experienced an allergic reaction when she inserted the sensor. The event occurred the day the sensor was inserted in the abdomen before she started a sensor session. She has known allergies including dust, mites, and pollen. After sensor insertion she experienced difficulty breathing (throat tightening) and hives for approximately 30 minutes, and she treated herself by using unspecified allergy medication and her inhaler she had on hand. The symptoms subsided and she then started a sensor session and continued to use the same sensor for the remaining 10 days. No other details were documented, and there was no report of medical intervention. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).